Manufacturer narrative:
Section g6: "30-day" was inadvertently not checked in the initial report. Manufacturer's investigation conclusion: a specific cause for the reported right ventricle failure and peripheral thromboembolisms, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2020. No product is available for investigation. The heartmate 3 lvas IFU lists right heart failure, thromboembolism, and death as adverse events that may be associated with the heartmate 3 left ventricular assist system. The IFU also states right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 21jan2020. Heartmate 3 lvas IFU, is currently available. Section 1 of the heartmate 3 lvas IFU lists right heart failure, thromboembolism and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also states right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, and lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was pronounced dead at 0255 on (B)(6) 2020. Patient had a significant right ventricular failure. Computed tomography scan during (B)(6) 2020 showed significant for proximal superior mesenteric artery occlusion, as well as renal artery occlusion. It was decided to take the patient to the operating room with cardiac anesthesia for an exploratory laparotomy. The patient was found to have diffusely ischemic bowel that was not amenable to surgical intervention. His abdomen was closed and he returned to the intensive care unit. Care was withdrawn.